Event description:
The vent spontaneously shut down while ventilating patient. Patient was bagged while new vent was set-up. Patient de-satted to 89%, but no other complications due to a quick response.